Event description:
It was reported that, "when the patient takes a step he has extreme pain but not always in the same spot. The patient had rod and screws put into his hip after a fall. When the screw loosened surgeon recommended a total hip replacement."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.